Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ast broth contamination occurred. The following information was provided by the initial reporter: "failed sterility testing, showed bacterial growth on plate. "

Event description:
It was reported that bd phoenix¿ ast broth, 4.5 ml contamination occurred. The following information was provided by the initial reporter: "failed sterility testing, showed bacterial growth on plate".

Manufacturer narrative:
D1. Medical device brand name: bd phoenix¿ ast broth, 4.5 ml. D2. Common device name: system, test, automated antimicrobial susceptibility, short incubation. D4. Medical catalog #: 246011. Medical device expiration date: 01/24/2023. G4. PMA/ 510k#: k020321.

Event description:
It was reported that bd phoenix¿ ast broth, 4.5 ml contamination occurred. The following information was provided by the initial reporter: "failed sterility testing, showed bacterial growth on plate. "

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for foreign material resembling contamination in a tube of phoenix ast broth 4.5ml (246011) batch number 2026729. The customer did not provide returns or photos of the tubes but did provide other photos for the investigation. The provided photos were from the customer's internal ast broth "sterility" testing depicting a filter on top of a tsa plate with one colony on the filter. To investigate, the retention box of the complaint batch was visually and manually inspected for foreign matter/contamination in tubes. The inspection revealed 0/100 tubes within the retention carton with foreign matter/contamination in the tubes. Based off the investigation, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltms0184 ver j, a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. Per baltrmphxidastaph rev 10 version h, ID 15.0, a defective product obvious to user has a severity assessment of s1.